Event description:
It was reported that during the implant procedure, the patient exhibited a "perforation and started pericardium puncture" while the physician was positioning the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complicationshave been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).